Event description:
Procedure type: gastrectomy. According to the reporter: after firing, the jaws would not open. The surgeon had to resect more tissue than what was originally planned due to the product problem. Another device was used. No bleeding was reported. Nothing fell into the pt cavity. Operating room time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).